Event description:
It was reported that the ICD was explanted due to the eri status.

Manufacturer narrative:
It was reported that the device will not be returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance test proved the device functions to be as specified. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The clinical observation presumably resulted from a defective component. Without the device itself, which will not become available for analysis, the root cause cannot be further investigated.